Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One mitraclip xtw was implanted reducing mr to trace. On (B)(6) 2025, the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) resulting in recurrent mr grade 4 with dyspnea and shortness of breath. A small tear on posterior leaflet was also observed. Two additional mitraclips were placed on either side of the slda reducing mr to grade 3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.